Event description:
Procedure type: robotic prostatectomy. Pt gender: male. According to the reporter: the blunt tip balloon burst and a piece of plastic was found in the abdomen. The piece of plastic was retrieved without harm to the pt. No pt injury was reported, no further pt details were available.

Manufacturer narrative:
.